Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to light headedness and headache. The patient had be lost to follow up and experienced drop in heart rate. Upon interrogation, the pulse generator exhibited loss of output and no magnet rate. The device was explanted and replaced. The patient was in stable condition.